Event description:
Pump was returned for service with a report that the IV pole clamp bracket was broken off of the pump. There was no report of any patient injury or medical intervention received with the device. Attempts have been made to obtain additional information, but no additional details have been received. It is not known if the device was being used on a patient when the clamp detached from the pump.